Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28 , lot# va0lw7m, implanted: (B)(6) 2014, product type: lead.

Event description:
A manufacturing representative reported that a patient had leg pain following an implantable neurostimulator (ins) system explant. It was noted the patient would be coming into the office the monday following the report due to an un-retrieved lead fragment that was stripped during explant. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the representative was unaware of the cause of the system been explanted. It was indicated that the lead fragment left in patient has been resolved. The patient has other medical issues ; none of which are associated with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.